Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular lead exhibited high pacing impedance. No intervention was performed. There were no patient consequences.